Manufacturer narrative:
No failed battery alarm was noted and all operating currents were within specification. The insulin pump passed the self test. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.

Event description:
It was reported that the customer's insulin pump's buttons were not responding. The customer changed the battery and received a failed battery test. The customer stated that first the down button was not working, and then none of the buttons worked. The patient's blood glucose level was unknown. The customer stated that she was walking in the rain and the insulin may have become wet. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).